Event description:
A balloon burst at ten atmospheres during an iliac angioplasty. The dilation was successful with this balloon and there were no pt complications. Co's follow up revealed that the arterial lesion was calcified with noticeable fibrotic tissue. This device has not been returned for eval. No failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. The lesion was calcified and composed of fibrotic tissue which co beleives contributed to his event and does not attibute it to the device. Without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "due to the extremely thin wall thickness of the balloon catheters these catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully,"